Manufacturer narrative:
Continuation of d10: 479878 lead implanted (B)(6) 2020 693558 lead implanted (B)(6) 2020 5076-58 lead implanted (B)(6) 2013 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the right ventricular (rv) lead exhibited noise and there was concern for possible loose set screw between the lead and the cardiac resynchronization therapy defibrillator (crt-d) device given the time since recent procedure. The lead was explanted and replaced and the crt-d remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Correction: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the right ventricular (rv) lead exhibited noise and there was concern for possible loose set screw between the lead and the cardiac resynchronization therapy defibrillator (crt-d) device given the time since recent procedure. The lead was explanted and replaced and the crt-d remains in use. No patient complications have been reported as a result of this event. It was additionally reported that the issue ceased to exist post-lead replacement. No setscrew issues were observed.